Manufacturer narrative:
Continuation of d10: concomitant product ID 9775\ product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: g2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a malfunction occurred when charging, the details of which were unknown. The issue was to be confirmed on 2024-jul-18 during a medical consultation. The issue was not resolved. Additional information received from a manufacturer representative. When asked to clarify the malfunction that occurred when charging, the representative reported it seemed that the antenna overheated. The cause of the recharger malfunction was not determined. The patient's recharger was replaced on 2024-jul-24 and the issue was resolved.